Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant rotation" and "grade 3 capsular contracture". The following reported events are physiological complications, and device analysis typically does not help allergan determine the cause: "implant rotation" and "grade 3 capsular contracture". Clarification to partial date of implant: 2017 was reported. Laboratory analysis summary device photograph(s) for the device related to the reported events malposition and capsular contracture was requested on october 15, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: malposition: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "implant rotation" and "grade 3 capsular contracture" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced with non-abbvie devices.